Manufacturer narrative:
Troubleshooting of the device with the customer identified a lack of maintenance with the device that contributed to the depleted battery pack. Advised customer to remove AED from service, replace 9v battery and verify asi flashing green, then return to service. Contact for ts if needed. Also advised to consider replacing AED due to age and no longer under warranty. As a follow up with the customer, the proper maintenance of this device was reviewed. The IFU states: improper maintenance can cause the defibtech ddu series AED not to function. Maintain the ddu series aeds only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions. The available information does not indicate that the device did not perform as intended or failed to meet product specifications. This device is used for treatment, not diagnosis. Should additional information become available a follow-up MDR shall be submitted.

Event description:
The customer reported their AED will not power on. Customer stated that the AED, asi is blank and the device is giving a error code of " replace 9v warning". The reported event did not occur during patient use.